Event description:
Initial (27-oct-2025): this serious case reported by a lawyer via postal mail refers to a male consumer whose age, medical history, concomitant medications and allergies were not reported. The consumer used cvs intradental brushes, tight for an unknown indication and experienced bristles in the throat, stabbing pain, swelling, difficulty swallowing, beathing trouble, and speaking impairment. He was diagnosed with an infection and was admitted to the hospital for three days in the intensive care unit. Information regarding treatment was not provided in the letter. This case outcome is not recovered/not resolved. Meddra version 28.1. Expectedness: infection: unexpected, foreign body in throat: unexpected, oropharyngeal pain: unexpected, dyspnoea: unexpected, pharyngeal swelling: unexpected, dysphagia: unexpected, speech disorder: unexpected, accidental exposure to product, product physical issue. According to the company reference safety information.